Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient's wife reported patient's blood glucose level has been elevated for two days. Wife stated the patient's blood glucose is normally 125-200 mg/dl. Patient's normal blood glucose range is 90-200 mg/dl. Wife stated she called the patient's doctor on (B) (6) 2010 and the doctor advised for the patient to take an additional 3 units. Wife reported patient is to see the doctor on (B) (6) 2010. Patient's wife reported concern that the patient did not take enough insulin either; assisted her with accessing the infusion device bolus history. Patient's wife reported patient wanted to take 3.2 units of insulin; patient only had a 2.0 unit bolus of insulin. Assisted wife with programming a quick bolus of the remaining 1.2 units of insulin; wife was able to complete a 1.0 unit bolus. Wife reported she changed the patient's insulin cartridge on (B) (6) 2010; did not wait for the insulin to warm to room temperature before filling the insulin cartridge. Educated the wife on room temperature insulin is recommended before filling the insulin cartridge. Advised wife to inspect the cartridge for air bubbles; confirmed a large air bubble. Wife stated the air bubble appeared over a period of time. Assisted wife with priming out the air bubble; was able to prime out the air bubble successfully. Wife reported the patient reconnected and is back on pump therapy. On call back from wife on (B) (6) 2010 wife reported patient was in the hospital with elevated blood glucose levels, wearing/using his infusion device as normal and receiving additional insulin. On call back from wife on (B) (6) 2010, wife reported on (B) (6) 2010 patient was in the hospital with a blood glucose level of 425 mg/dl and wearing the infusion device. Wife stated this morning the patient's blood glucose levels were 90 mg/dl and 261 mg/dl before dinner. Wife reported the doctor believes the patient's infusion device is functioning as it should. No product return was requested.